Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted about a possible upgrade for a new insulin pump. During the call, customer mentioned issues he was having with his current insulin pump. Customer stated he suspects the device has poor delivery when insulin is low. Customer has to frequently change batteries, about every two to three weeks. There was one instance where the device powered down and he had to call the help line to reboot the device. Customer also reported unexplained no delivery alarms. Customer declined speaking with help line. Customer's blood glucose was unknown. Nothing further reported.